Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800469. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier would not lock during a case. There was no patient injury.

Event description:
It was reported that the applier would not lock during a case. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900060495 for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. Another attempt was made and the clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. It appears that the first clip misloading could have been due to the decontamination process or the handling of the product before testing. Therefore, no functional issues were found with the returned device. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not locking" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all but one of the remaining clips were able to properly load into the jaws and were successfully attached to over-stressed surgical tubing. However, the one clip that was unable to load into the jaws was most likely caused by the decontamination process or the handling of the device before testing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. Additional method code: 26